Event description:
It was reported that while repairing the neptune, the field service technician found that the power plug was burned. The investigation surrounding the circumstances of this event is ongoing.

Manufacturer narrative:
The device was evaluated by the field service representative and the plug was replaced. The quality investigation is pending and this report will be updated when the field service report is evaluated.